Manufacturer narrative:
A device history record (DHR) review was performed for part # 03.614.019, lot # 7341080: release to warehouse date: 7 aug 2013, manufactured by synthes (B)(4), additional release to warehouse date: 27 aug 2013, 19 sep 2013, release to warehouse (export only): 16 aug 2013. 05 dec 2013 : no non conformance reports (ncrs) were generated during production. Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The balance of the returned device is in fairly worn condition, there is discoloration and scratches along the length of the instrument. A product development investigation was performed. Part 03.614.019, lot number 7341080, stardrive screwdriver shaft t15/ self-retaining qc was returned with a stripped tip. This complaint is confirmed. A visual inspection under 5x magnification, device history record (DHR) review, and drawing review were performed as part of this investigation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already stripped at the tip. The 03.614.019 stardrive screwdriver shaft t15 is utilized in the synapse oct system for posterior stabilization of the upper spine. The driver is specifically utilized to insert/final tighten locking screws. Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Although a definitive root cause could not be determined, force and torque is applied to the tip of the driver to tighten screws. It is likely that this complaint condition was due to excessive force/ torque applied to the tip of the driver and/ or over 3 years of consistent use. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reportedly there was no surgical delay. Broken piece didn't fell inside the patient. Procedure was completed with like product.

Manufacturer narrative:
Reporter facility contact number (B)(6). The device was received and the product evaluation is in progress. No conclusion can be drawn. Device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Unknown when device actually malfunctioned. Other UDI: (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following: it was reported that during a posterior cervical decompression and fusion procedure at c3-c6 on (B)(6) 2017, while the surgeon was attempting to final tighten a synthes titanium locking screw, it was identified that the tip of a synthes t15 stardrive screwdriver shaft was stripped. The surgeon indicated that they felt it was too difficult to final tighten the screw and hear the "click", then found the complained condition. This complaint involves one (1) device: t15 stardrive screwdriver shaft with one part data. Concomitant devices reported: titanium locking screw (part #: 04.614.508, lot #: unknown, qty. 1). This report is 1 of 1 for (B)(4).